Manufacturer narrative:
The underlying cause could not be determined. Per the documentation received from invacare canada unit was scrapped and no evaluation was performed. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Caster journal cracked at the weld.